Event description:
A customer reported obtaining unexpected negative reactivity with donor samples when using blood grouping reagent anti-fya, lot 618004l.

Manufacturer narrative:
The customer was sent replacement vials of the same lot of immucor anti-fya. The customer performed qc on the new vials. Positive (2+) reactivity was obtained with the heterozygous fya-positive cell. No repeat testing was performed with the donor samples. We were unable to rule out that original vials may have become compromised.